Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Three attempts were performed to obtain additional information from the customer and to schedule an in-service to review reprocessing methodology. However, no response was received from the customer, and no olympus endoscopy support specialist (ess) dispatch was sent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The most probable cause of the complaint is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the cysto-nephro videoscope might have caused an infection in a patient because the patient the scope was used in had developed an infection. The device was reported to have been used for a diagnostic cystoscopy. Additional information regarding the patient infection, treatment, and patient outcome was requested, however no further information was provided. This is report 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.